Event description:
It was reported that the device had potassium bag scanned in. The potassium bag was piggybacked with a 100 ml bag of ns on channel. The potassium was programmed at 100ml/hour per the order. This was y-sited into tubing with d5lr running at 150 ml/hr on channel. After 15 minutes of transfusing, the nurse noticed that approximately half the bag was infused. Then the nurse slowed the infusion down to 50 ml/hr to compensate for the perceived incorrect infusion rate. At 09:50, second bag of 10 meq of IV kcl is started at 100 ml/hr as a secondary infusion. The same tubing and bag of 100 ml of ns was utilized. By time 10:00, the staff have noticed the infusion was running too fast (88 gtts per minute, approximately 264 ml/hr), then the infusion has been decreased to 50 ml/hr again (64 gtts per minute, approximately 192ml/hr). At time 10:05, the staff have interpreted the infusion rate based off gtts. All infusions were paused and clamps on the patient side were clamped. With all pumps paused, the potassium piggyback tubing was still dripping. At this point, the staff noticed that the 100 ml bag of ns appeared overfilled with fluid. There was patient involvement, but no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported that the device had potassium bag scanned in. The potassium bag was piggybacked with a 100 ml bag of ns on channel. The potassium was programmed at 100ml/hour per the order. This was y-sited into tubing with d5lr running at 150 ml/hr on channel. After 15 minutes of transfusing, the nurse noticed that approximately half the bag was infused. Then the nurse slowed the infusion down to 50 ml/hr to compensate for the perceived incorrect infusion rate. At 09:50, second bag of 10 meq of IV kcl is started at 100 ml/hr as a secondary infusion. The same tubing and bag of 100 ml of ns was utilized. By time 10:00, the staff have noticed the infusion was running too fast (88 gtts per minute, approximately 264 ml/hr), then the infusion has been decreased to 50 ml/hr again (64 gtts per minute, approximately 192ml/hr). At time 10:05, the staff have interpreted the infusion rate based off gtts. All infusions were paused and clamps on the patient side were clamped. With all pumps paused, the potassium piggyback tubing was still dripping. At this point, the staff noticed that the 100 ml bag of ns appeared overfilled with fluid. There was patient involvement, but no patient harm.